Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there were high impedances. There were no known factors that may have led to the issue. The rep said that the impedance test showed that only 2 electrodes were usable on the 8-15 lead. The rep moved the programming to the 0-7 lead and the rep said the patient was now receiving effective therapy. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.